Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 anika received a medwatch (mw5161739) from the FDA. It was reported by a pharmacist that a patient who was filing for the first time with the pharmacy was diagnosed with stage 4 cancer of the kidney, liver, lungs and head. There is no specific allegation that the patient or pharmacist was alleging monovisc (lot number not provided) caused or contributed to the patient's diagnosis however, the product was listed on the medwatch since the patient was treated in the left knee once prior to filing with the pharmacy. The date of the monovisc treatment is not reported. The date of the cancer diagnosis is unreported. Patient comorbidities is unknown. Concomittant medications unknown. Additional information was solicited. The distributor of the product was also notified.

Manufacturer narrative:
This case is still under investigation. Additional information was solicited. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event is not confirmed. A medwatch report was received from the FDA and it was indicated that the patient unknown age and demographics had stage 4 cancer on an unspecified date in october. It was not indicated that the pharmacy who reported event alleged that the cause of the patients experience was related to the use of the monovisc device (lot not reported) in the medwatch report. However monovisc was documented in the medwatch. Patient comorbidities is unknown. The current status of the patient is unknown. The onset of the cancer diagnosis is unknow. Date of patient injections is unknown. Additional information was not provided upon request. The lot number was not provided, therefore a review of the batch record could not be performed. All product manufactured by anika is manufactured to applicable procedures and specifications. A three year retrospective review was peformed on all nonconformances. There are no nonconformances related to the reported event. The IFU was reviewed and found to be sufficiently documented with device specific information and warnings and precautions. The lot number was not provided, therefore a three year retrospective review of all retention inspection reports was performed. There are no nonconformances related to the reported event in the retention inspection reports. A review of the recent stability study report for monovisc was performed. There were no non-conformances documented. The conclusion for the product stated that the product has met all required specifications and tolerances. A clinical assessment was peformed on the case. The clinician could not establish a temporal association between the use of the device and the patient experience due to insufficient information provided. A supplemental report will be submitted upon receipt of new and relevant information. This case will be monitored and trended for future analysis.

Manufacturer narrative:
This case is still under investigation. Additional information was solicited. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 27 november 2024 anika received a medwatch (mw5161739) from the FDA. It was reported by a pharmacist that a patient who was filing for the first time with the pharmacy was diagnosed with stage 4 cancer of the kidney, liver, lungs and head. There is no specific allegation that the patient or pharmacist was alleging monovisc (lot number not provided) caused or contributed to the patient's diagnosis however, the product was listed on the medwatch since the patient was treated in the left knee once prior to filing with the pharmacy. The date of the monovisc treatment is not reported. The date of the cancer diagnosis is unreported. Patient comorbidities is unknown. "Concomitant" medications unknown. Additional information was solicited. The distributor of the product was also notified.